Manufacturer narrative:
A ge representative evaluated the system and recommended that the rotation board be replaced. The customer replaced the rotation board, however no conclusion can be drawn as further repair info is not available.

Event description:
It was reported the system would not display an image. This rendered the system unusable. There is no report of injury or death associated with this event.